Event description:
The customer called for assistance with the carelink software. During the call, the customer mentioned that he was hospitalized back in march due to high blood glucose levels, with a reading of 975 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.